Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. If any additional information is received a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 01:46:13. During night drain cycle four, the patient's ultrafiltration reading was 1408ml, indicating the home patient (hp) drained 1408ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.